Event description:
Reporter indicated that vns pt fell down due to alcohol intoxication and that since then, the pt has experienced nausea, pain in the neck, pain in the chest, hoarseness and an increase in seizures. The increase in seizures is reportely not above pre-vns baseline frequency, but an increase from previous efficacy experienced with the vns therapy. It was reported that stimulation did not feel the same to the pt since the fall. It is believed that the ncp system may have been damaged as a result of the fall. The pt plans to follow-up with their neurologist.